Event description:
It was reported that the footboard function was intermittent due to faulty wiring harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as this complaint was previously reported in medwatch #0001831750-2014-00217

Event description:
It was reported that the footboard function was intermittent due to faulty wiring harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: parts on order.